Event description:
On (B)(6) 2024, a patient (pt) called to report a diagnosis of corneal ulcer in the right eye (od) while wearing an acuvue® oasys® brand contact lens (cl). The pt experienced od irritation in the late afternoon/evening in early on (B)(6) 2024 and removed the suspect cl. The pt also reported excruciating pain and felt like something was in the od with light sensitivity and could not open the eye. The pt went to the eye care provider (ecp) the next day who diagnosed the od corneal ulcer. The pt was prescribed vigamox and polytrim every 15 minutes the first day, then every 2 hours and ¿rotated between drops.¿ the pt was referred to an ophthalmologist who prescribed a ¿higher strength of the drops.¿ the pt was unable to recall the name of the medication prescribed. The pt was out of work for 2 weeks due to blurry vision (even with glasses). The pt had an appointment with the optometrist at the ophthalmologist¿s office and was advised there is an od corneal scar toward the inner part of the iris near the nose. The pt reported daily cl wear with a 2-week replacement schedule. The pt has been cleared to return to cl wear for a couple of weeks now and began by wearing the lenses for a few hours a day, then increased cl wear and has not had a return of symptoms. On 06dec2024, a representative at the pt¿s treating ecp office reported the pt was seen on (B)(6) 2024 with a diagnosis of corneal ulcer od. The pt was recommended to continue medication prescribed by the ER doctor and was also prescribed maxitrol every 2 hours while awake, no duration was noted in the record. The representative advised that the ulcer and the scar are on the peripheral corneal. On (B)(6) 2024, the pt returned for a follow-up (fu) visit and advised to decrease the medication from the 1st ecp and decrease maxitrol to three times daily (tid) until the bottle was finished. On (B)(6) 2024, the pt was cleared for cl wear. The pt was advised to use hydrogen peroxide cleaner and wear daily cls. No additional information was provided. On (B)(6) 2024, a call was placed to the optometrist¿s office. The ecp reported that the pt was seen on (B)(6) 2024 with complaints of red, painful od that started the morning and reported a white spot on the cornea. The pt was diagnosed with an inferior nasal corneal ulcer, about 0.75 mm, not in the visual axis (va). The pt was treated with vigamox 0.5% every 15 minutes for 1 hour, then 1 drop every 2 hours alternating with polytrim until the pt was seen again. The pt returned for a fu visit on (B)(6), continued treatment, then the pt was referred to the ophthalmologist. The pt didn't return to the office. No additional medical information was provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: b013clr was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.